Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "f-38 alarm" was confirmed in the sample evaluation on customer site. The cause of the problem is presumed to be defective/inoperative force sensing resistors (fsrs). The fsrs were replaced onsite at the facility by a baxter field service technician to resolve the issue.

Event description:
The facility reported a flogard infusion pump with an "f38 alarm." It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.